Event description:
It was reported that this electrode was surgically explanted due to a suspected conductor fracture. The physician advised during a recent follow up appointment, the patient had experienced an inappropriate shock, due to over-sensing and noise. The patient was hospitalized, and device therapy turned off. The following day, surgical intervention was performed explanting the subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was confirmed that the device was explanted to avoid another procedure to replace the device for normal battery depletion. A new system was implanted successfully. The electrode is expected to be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this electrode was surgically explanted due to a suspected conductor fracture. The physician advised during a recent follow up appointment, the patient had experienced an inappropriate shock, due to over-sensing and noise. The patient was hospitalized, and device therapy turned off. The following day, surgical intervention was performed explanting the subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was confirmed that the device was explanted to avoid another procedure to replace the device for normal battery depletion. A new system was implanted successfully. The electrode was returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this electrode exhibited inappropriate shock and over-sensed noise due to a fracture that appears to be the result of cyclic fatigue. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body approximately 25 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific goes to great lengths to understand the root cause of confirmed product performance issues. As a result, representatives from our quality assurance, manufacturing and design engineering groups are actively investigating the root cause for this behavior. Information gained through this investigation will be utilized to implement appropriate action(s) as necessary.